Event description:
It was reported that patient sought treatment for pain in shoulders, back, neck, and radiating down his arms in (B)(6) 2008. He also experienced numbness in his left arm that went into his fingers. The patient underwent a spinal fusion surgery using rhbmp-2/ acs. Following surgery, patient experienced swallowing problems. Pain in the back and neck also returned. Patient also experienced frequent stiff necks and problems moving his neck and head. The patient also sought treatment for new pain and discomfort.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.